Event description:
It was reported when rate exceeds volume to be infused volume kicked back to lower amount. Doesn't happen with other drugs. 20ml hr kicks back to 15ml hr. The drug being infused is phenylephrine and its used on covid patients. Nurses state that when the device goes to kvo the unit drops to 15ml/hr. Dataset problem haven't had a new dataset in months. There was no noted patient harm.

Manufacturer narrative:
Investigation summary: no device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "infusion rate keeps dropping/phenylephrine". Based on the crb review and the limited information provided no further investigation actions will be performed. Root cause analysis: the root cause of the customer¿s complaint of ¿infusion rate keeps dropping/phenylephrine¿ was not determined since no product or device logs were returned. Investigation conclusion: no further investigation of this event is possible at this time. H3 other text : device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. This is a covid patient.

Event description:
It was reported when rate exceeds volume to be infused volume kicked back to lower amount. Doesn't happen with other drugs. 20ml hr kicks back to 15ml hr. The drug being infused is phenylephrine and its used on covid patients. Nurses state that when the device goes to kvo the unit drops to 15ml/hr. Dataset problem haven't had a new dataset in months